Event description:
This lead was implanted on (B)(6) 1995 and was capped on (B)(6) 2013. Procedure comments from a clinical form created on (B)(6) 2013 states that noise on this lead is causing pacing inhibition with no underlying rhythm. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).